Event description:
It was reported that this right atrial (ra) lead and implantable pacemaker exhibited minute ventilation (mv) noise, but is not sensed. Also noted, were atrial pace impedance measurements high out-of-range for the right atrial (ra) lead. No adverse patient effects were reported. At this time, the lead remains in service.

Event description:
It was reported that this right atrial (ra) lead and implantable pacemaker exhibited minute ventilation (mv) noise but is not sensed. Also noted, were atrial pace impedance measurements high out-of-range for the right atrial (ra) lead. No adverse patient effects were reported. At this time, the lead remains in service. Additional information received indicated that this lead was surgically abandoned and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the surgically abandoned lead and impact on the patient.